Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Analysis of the returned foot switch found chips in the paint around the foot guard and rust around the base of the yellow and blue foot pedals. The ready/standby button (black) and vapor button (yellow) operated properly. The coagulation (blue) pedal was very hard to push down and once pushed down, was very difficult to spring back. Due to the observed foot pedal failure, it was concluded that coagulation pedal failure was the cause for the reported event and a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the footswitch was sticking and would not disengage, the physician had to manually disengage the switch using his foot to lift it up or use the vaporization setting. The procedure was completed using the device without clinical consequence to the patient.

Event description:
It was reported that the footswitch was sticking and would not disengage, the physician had to manually disengage the switch using his foot to lift it up or use the vaporization setting. The procedure was completed using the device without clinical consequence to the patient.